Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a merlin net transmission showed many rv lead noise reversions and a high ventricular rate rgm. Noise was reproducible. V autocapture showed high threshold variability which the nurse thought was due to the noise being sensed on the lead but pt had to underlying ventricular activity. Pt had also indicated that she had some vague intervals of lightheadedness. The lead remains implanted.